Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker dependent patient was in the clinic due to complaints of dizziness. Upon interrogation, oversensing of noise leading to pacing inhibition with asystole greater than two seconds was observed. Boston scientific technical services (ts) was consulted and discussed the possibility of an interaction with the minute ventilation (mv) feature on the device. Mv was turned off and the patient will be re-evaluated in a few weeks. It was noted that no x-rays or fluoroscopy images were taken. No adverse patient effects were reported.